Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was intermittently failing due to internal residue buildup. The field service engineer was unable to duplicate the issue during inspection but ran a hardware test application. The drawer engine was removed and inspected, and powdered residue was cleaned from inside the drawer. A second hardware test was performed, and functionality was verified through both the test application and the station interface. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c and imdrf annex d . Correction: section d unique identifier (UDI).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.